Event description:
Sorin group received a report that during a procedure, the s3 double head pump stopped and displayed an error message. The clinician power cycled the pump to resolve the issue. Pump functionality was resumed and the procedure continued with no further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the s3 double head pump stopped and displayed an error message. The clinician power cycled the pump to resolve the issue. Pump functionality was resumed and the procedure continued with no further issues. There was no report of patient injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.